Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 8 (indicating normal termination). No ring of blood at the base of the sensor tail coupled with the low life count is an indication that the sensor tail was not properly inserted into the customers arm at time of application. Issue is not confirmed due to tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a headache and dizziness and was given juice, sugar, and/or food, and metformin 500mg as treatment from a non-healthcare provider. No further details were provided. There was no report of death or permanent injury associated with this event.